Event description:
Information was received from patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned a shocking sensation when she turned her device on. Patient is currently out of town unavailable for troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.